Event description:
It was reported that during an interventional procedure, a trek balloon dilatation catheter (bdc) was removed from the hoop and prepared without issues. As the physician was trying to load the bdc onto the guide wire, the mid shaft of the bdc separated. Reportedly, there was no resistance felt and there is also a bend found on the bdc distal to the separated area. The bdc was set aside and another same size trek bdc was used with the same guide wire to successfully continue the procedure. There was no patient involvement because the bdc never loaded onto the guide wire and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty with the guide wire was not confirmed. The reported separation and kink were confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.